Event description:
A report was received that the patient was having high impedances. It was also reported that the patient was not getting adequate coverage. Database analysis revealed high impedances on five contacts in left lead and eight contacts in right lead. The patient will undergo a revision or explant procedure.

Manufacturer narrative:
Additional information was received that the patient's leads were not seeded all the way into the ipg. The patient underwent a revision procedure wherein the physician opened the battery pocket, re-seeded and hexed down the leads then closed the pocket. Normal impedances were observed on all electrodes and the patient was doing well postoperatively.

Event description:
A report was received that the patient was having high impedances. It was also reported that the patient was not getting adequate coverage. Database analysis revealed high impedances on five contacts in left lead and eight contacts in right lead. The patient will undergo a revision or explant procedure.